Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.

Event description:
The center fluff and the string of the pledget came out and the outer lining of the pledget stayed inside of her. This happened once two days ago, and then again this morning from the last tampon in the package